Manufacturer narrative:
D2: additional medical device types: nqx, njr, ozn. G4: there were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, rifampicin resistance was not detected on an unspecified number of specimens tested with the bd max¿ MDR-tb assay. Tests were repeated with new reagents and issue persists. There was no report of patient impact.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, rifampicin resistance was not detected on an unspecified number of specimens tested with the bd max¿ MDR-tb assay. Tests were repeated with new reagents and issue persists. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument had "discrepant results." Customer reported that they are witnessing results where the rifampin resistance is not being detected even while running known positive controls. A bd field service engineer (fse) was dispatched to the customer site to perform an instrument health check. The instrument was found to be in good health with no functional issues identified. Bd service specialists have requested the customer's instrument database in order to perform further analysis. This review revealed no functional issue with the instrument. The root cause of the issue was determined to be due to a manufacturing issue of the pcr cartridge consumables. This complaint is unconfirmed as no instrument failure was identified. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.